Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the steerable guide catheter (sgc) was returned. All available information was investigated and the reported cable break and mechanical issue of steerable guide catheter(sgc) unable to curve guide was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported cable break and mechanical issue in this incident could not be determined. The returned device analysis confirmed that the device functioned as intended. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The clip delivery system device referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This is filed to report the steerable guide catheter guide cable break. It was reported that the mitraclip procedure was to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the left atrium, the +/- knob was turned 180 degrees, in the - direction and the guide tip did not respond. A cable break occurred. The sgc was removed and was replaced with a new sgc. The first mitraclip delivery system cds was inserted in the new sgc, and was implanted successfully, reducing mr to 2. A second cds was advanced to the mitral valve without issue and grasping was performed. However, during deployment, the clip did not detach from the mandrel. The cds was moved in and out to ensure that the cds and clip were perpendicular and the clip released without further issue. By the end of the procedure a total of two clips were implanted reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.